Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device arrived from school with the screen separated from the unit and the insulin cartridge present, after which the device began alerting on the bus; the user did not recall a drop or impact. Symptoms included no reported changes in blood glucose. Outcomes included replacement of the device and education to revert to a backup plan until the replacement arrived, along with instructions for data sync, shutdown, and return shipping. Investigation included customer interview, shipping verification, and product return logistics. Investigation of this device revealed a screen bezel separation consistent with a hardware and enclosure integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of undetermined origin.